Event description:
The vf episode of (B)(6) 2014 was reportedly not stored in device memories.

Event description:
The vf episode of (B)(6) 2014 was reportedly not stored in device memories.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.